Event description:
An equipment tech reported during a cataract extraction with intraocular lens implanted procedure the system displayed multiple system messages and the footswitch was not working. Another footswitch from a second system was tried and that also did not work. Surgery was completed by exchanging the console with no harm to the pt. The footswitch cables and the footswitches have been replaced and system is functioning properly.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).